Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was found unconscious by a family member who called 911. Once emergency medical services (ems) arrived, the patient¿s cgm was reading 335 mgdl and the bg meter was reading 34 mgdl. The patient was also wearing an omnipod insulin pump. Ems treated the patient with IV glucose and transported the patient to the emergency room (ER). At the ER, the patient was also treated with oral glucose gel and regained consciousness after treatment. The patient does not recall how long he was in the hospital before being discharged home. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.